Event description:
A report was received that the patient's ipg was explanted due to infection at the pocket site. The patient's symptom was drainage. IV antibiotics were administered during the procedure. The physician does not believe the infection was device or procedure related. Following the explant, the patient was prescribed oral antibiotics. The patient symptoms have resolved and the patient was reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.